Manufacturer narrative:
Method = x-ray. Evaluation summary: heavy extensive calcification was observed in the cusp area of leaflet 3 moderate to heavy calcification was observed in the cusp area of leaflet 1 and minimal calcification was observed in the cusp area of leaflet 2. The free margins of leaflets 1 and 3 exhibited heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate to heavy at the stent inflow and moderate at the stent outflow. Leaflet 3 had a hole near commissure 3, hole measured approx 3mm x 4mm. Calcification was also visible at the region of the hole. Commissure 3 wireform was also exposed on the outflow. Device evaluation confirms extensive calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. It is likley that this patient's age (B)(6), medical history and disease stage may have contributed to this event. There is no information to suggest a device quality deficiency related to this event.

Event description:
It was reported to sales that a (B)(6) male had a 25mm edwards bioprosthetic aortic valve explanted after a duration of approximately 8 years, due to valve calcification. No additional information has yet been provided.

Event description:
The provided hospital records indicate, " (B)(6) male who at age (B)(6) underwent aortic valve replacement after an attempted repair. He then did well until about a month and a half ago when he began having some burning discomfort over his anterior chest on the left side" patient was diagnosed with severe prosthetic aortic valve stenosis and moderately severe insufficiency. Operative procedure states, " the valve was inspected. This was densely calcified. In addition, the left coronary leaflet was torn and there was a defect in the left coronary leaflet."

Manufacturer narrative:
The explanted device has been arranged for return and evaluation; however, it has not yet been received by edwards. Evaluation findings will be reported when/if completed. Without return of device and/or additional information, no further investigation can be performed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Moreover, no patient records or medical history has yet been provided, despite multiple requests by edwards to the healthcare provider. Additional information will be reported once available.